Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported[inability to interrogate this device.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not attempted for service, as it was determined to be in safety mode prior to implant. This device was returned to boston scientific for analysis purposes. There were no adverse patient effects associated with this clinical observation.